Event description:
The malem ultimate bedwetting alarm has a serious problem. We set it up correctly just like instructions say, but the alarm is not operating properly. It is getting hot. With batteries in, the alarm is making click sounds and then with the sensor inserted, it's getting hot. Not normal operation for an alarm. The heat is enough to burn my hand. The batteries have been removed and the alarm is ready to be returned to the MFR from where I purchased it.